Event description:
It was reported that the patient presented to the clinic experiencing shortness of breath and fatigue. Upon interrogation the pulse generator exhibited backup vvi mode. The device could not be re-interrogated. The device was explanted and replaced on (B)(6) 2013.